Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported: malformed staples. During radical resection of esophageal cancer surgery, after squeezed down the firing trigger without audible feedback, removed the device and noted some staples malformed. The surgeon had to remove the staples from remnant stomach, made purse-string again and used another brand's device to complete surgery. Surgery was delayed for 30 minutes.  There were no patient consequences or changes to the post-operative care reported. Patient is stable and left from hospital.